Event description:
Tdxsp power wheel chair went out on end user while she was riding down the sidewalk. End user was stranded and had to contact a taxi in order to get home. End user reported a 3 flash error code to the dealer when incident occurred.